Manufacturer narrative:
This report is being supplemented to provide additional information (microbiological results) provided by the third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured on july 11, 2023, and found >100 cfu's of pseudomonas aeruginosa. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The hygiene microbiological investigation report indicated the channels of the scope were cultured again on july 26, 2023, and found 4 cfu's of micrococcaceae in the operator channel, 2 cfu's of sphingomonas paucimobilis in the aspiration canal, 2 cfu's of micrococcaceae in the air / water channel, 1 cfu of micrococcaceae in water / jet canal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the connector was scraped with a brush. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for >100 colony forming units (cfus) of pseudomonas aeruginosa, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there were no deviations / deficiencies / concerns about reprocessing. During manual cleaning, filtered water was used for rinse after disinfection. The automated endoscope reprocessor (aer) used was wd 440, there were no defects with the aer, the detergent used was wassenburg. All channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, filtered water was used as the rinse control, and the water filter is replaced periodically in accordance with the instructions for use (IFU). The device was dried by the dry process of the aer / by blow drying filtered compressed air, the endoscope is stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found >100 cfus of pseudomonas aeruginosa. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.